Manufacturer narrative:
(B)(4). Batch # p93708. Device evaluation: the device was returned with the blade damaged with the tip off. The blade tip was found in the package. The blade tip portion may have broken off the device during transport to our analysis site. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure the device had been working properly before the generator displayed a "device unplugged" message. The customer tried reattaching the device and restarting the generator to resolve the issue. The customer was able to use the device for two to three additional activations before the same issue occurred. The customer repeated this troubleshooting with the same results five more times before switching to an harh36 to complete the procedure. There were no patient consequences reported.